Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils). During the procedure, the physician placed six non-penumbra coils into the target vessel using a non-penumbra microcatheter. Next, the physician deployed a smart coil into the target vessel and then attempted to detach the coil using a penumbra smart coil detachment handle (handle). It was confirmed that the black alignment zone was separated; however, upon retraction of the smart coil pusher assembly, the physician encountered resistance and applied a bit of force to remove the pusher assembly. It was reported that after the detachment manipulation, the smart coil became invisible fluoroscopically during the removal of the pusher assembly. After that, the physician attempted to advance another manufacturer¿s coil through the microcatheter; however, the coil only advanced about ten centimeters into the microcatheter. The physician then removed the coil and attempted to advance a guide wire through the microcatheter. It was reported that strong resistance was felt but the physician was able to advance the guide wire. Prior to re-inserting the non-penumbra coil, the physician observed under fluoroscopy that the previous smart coil was visible at about one centimeter from the second markerband of the microcatheter. The physician then attempted to advance another guide wire through the microcatheter; however, strong resistance was felt and therefore, the guide wire was removed. The physician then flushed the inner lumen of the microcatheter with saline and as a result, the smart coil was successfully pushed into the aneurysm. The microcatheter was removed and the procedure was completed at this point. It should be noted that the physician reported difficulty while manipulating the microcatheter after insertion of the smart coil. After the procedure, the physician flushed the microcatheter and a foreign fragment came out. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the penumbra smart coil pusher assembly used in the complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the pusher assembly.